Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, device patch with lot number#: 3182154. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Device has been explanted and replaced.